Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry monitor failed to send data to the central station. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The customer communicated with a philips remote service engineer (rse). The customer explained that the telemetry device displays ECG but is not seen in the monitoring center. The customer reported the device does not connect to the access points. The device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device did not connect to the pic. The radio was installed incorrectly. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to incorrect installation of radio. The customer received a replacement device.